Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, g3, g6, h6 component code, health effect - clinical code, device code(s), and type of investigation. H11 corrected data: based on the additional information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve is being considered for a valve-in-valve procedure after an implant duration of eleven (11) months and sixteen (16) days due to stenosis. The patient presented with acute on chronic diastolic congestive heart failure. Post tavr workup there is no procedure indicated or planned at this time. Per medical records: the patient presented with acute on chronic chf eleven (11) months and sixteen (16) days later. An echo during the admission showed an increased av gradient from 15mmhg to 38mmhg. A CT did not show any sign of subacute thrombosis and the patient's pulmonary veins were patent with no stenosis. The patient was worked up for a tavr. The patient underwent cardiac cath one (1) month, and 5 days later mean av gradient was 19.9mmhg and valve area 1.58cm2, interpreted as no significant stenosis across the aortic valve, no significant cad.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve is being considered for a valve-in-valve procedure after an implant duration of one year due to unknown reasons.